Event description:
Intuvie received a report indicating that an infusion pump was infusing faster than the rate that was programmed into the pump. No patient injury was reported.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump was delivering medication at a rate faster than what was programmed into the device. The pump was returned for investigation, and a review of its serial number history revealed no prior similar complaints associated with the unit. Upon evaluation, the reported failure mode could not be confirmed, and the cause of the issue remains undetermined. CAPA- zm2023-07 has been initiated to investigate the failure. Reference to complaint #(B)(4).